Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 mg/dl. The customer increased their max hourly bolus. Reportedly, the customer administered too many correction boluses to address elevated bg levels and experienced a low bg level of 56 mg/dl. The customer ate 4 glucose tablets to address low bg level.